Event description:
It was reported that during preventative maintenance by getinge field service engineer, the cardiosave intra-aortic balloon pump (iabp) unit's battery was replaced on exec board. After install all information from the pump was lost. It did not affect the functionality of the pump. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Additional point of contact: contact person name: (B)(6) contact person e-mail address: (B)(6) contact person phone number: (B)(6), contact department: biomed. A getinge field service engineer (fse) stated during pm, nvram battery was replaced on exec board. After install all information from pump was lost. Did not effect functionality of pump, pm was completed. Verified unit calibrated and passes all functional and safety tests per factory specifications, returned to customer.